Event description:
As reported by the user facility: issues with blood set tubing. Writer spiked bag to prime ns. Ns was priming via bbraun pump and ns leaking through port located near the hub. Blood bag was not connected to the tubing. No visible damage noted on the tubing prior use and after priming. Writer informed unit nurse.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). This report is being submitted to include the evaluation results of the retain testing. Retained units were evaluated and passed the internal testing. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample was provided for evaluation. Based on the data from the investigation we are unable to determine the root cause of the reported incident. The reported defect was unable to be confirmed. The actual defective device is a valuable tool in investigating the cause of this incident. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.